Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2015-00209: tap. 3025141-2015-00210: drill.

Event description:
During the implantation of the polarus 3 im-nail, the screw could not be inserted in the 2.8mm drilled hole. The hole was then tapped; however, the tap broke and a portion remains in the body.